Event description:
The following information was provided by the initial reporter: it was reported that the pump did not recognize the remote control and failed. There was unknown patient involvement and unknown patient harm/adverse event reported. The following information was provided by the investigation: visual test was performed - found damaged downstream occlusion (dso) seal.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had scratched lens, damaged downstream occlusion (dso) seal, damaged ac connector, and damaged remote dose connector. Functional testing performed. Customer's problem was duplicated. However, "remote dose problem" is not considered a reportable event. The damaged dso seal is considered a reportable event. The root cause for the reportable event is the damaged dso seal. The dso seal was replaced to resolve the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.